Event description:
Boston scientific received information that the patient with this newly implanted device system was presented in the ER after enduring three syncopal episodes. The patient had fallen and hit her head. Upon device interrogation, loss of capture was observed on the right ventricular lead. Atrial undersensing of atrial fibrillation was detected. The device was reprogrammed to 7.5v @ 2.0msec. Intermittent loc at 3.5v was observed while the patient was monitored, with asystole greater than two seconds. An x-ray suggested that the rv and right atrial leads had pulled back. The device was programmed to unipolar. After adjusting medication, an underlying rhythm of af with rvr was observed. The loc was resolved. The physician elected to monitor the system in unipolar. The patient remained hospitalized under observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.